Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 470 mg/dl. Prior to the event, the customer woke up with a high blood glucose levels and blood in the tubing. The mother changed the infusion set, and the customer's blood glucose levels remained elevated. It was also stated that the infusion set appeared to have a plastic piece inside the tubing that has never been seen before. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.